Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 1 during basal delivery. Customer's blood glucose level was not impacted. Reportedly, the cartridge was cracked. The customer loaded a new cartridge successfully.